Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported they had a problem with urinary frequency as well as ¿losing my bladder¿ again after they stopped taking their medication (myrbetriq). They had to start wearing diapers again. The issues started a couple of months ago (2019). The patient indicated that they had not experienced retention. As an action taken prior to this report, the patient spoke with the managing healthcare professional (hcp) where they were told the should feel the stimulation sensation in the groin and not the right buttocks where they presently felt it after increasing the amplitude. Using the programmer, it was determined the stimulation was on. The patient changed from program 2 to program 3 and increased the amplitude to ¿>4.5¿ but did not feel any stimulation sensation. The patient did mention that they fall ¿all the time due to a broken femur¿ and that they fell 5 times last year. The patient was redirected to their hcp for the issues. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in the hospital. It was stated that the information was not able to be clarified as the patient was escalated, erratic, and disconnected the call. It was reported that the patient was feeling stim in the wrong location. Patient also reported painful stim. It was reported that the patient was thrown down and hit against the bricks of a fireplace. Patient stated she broke her right femur and hit her stimulator too. Patient stated she had the device checked by the hcp who said the stimulator was fine. Patient reported the hcp adjusted her stimulation and she could feel stimulation at his office but she wasn't feeling stimulation now so she thought the device wasn't working. Patient stated she had a return of symptoms. Patient stated she wasn't feeling stimulation in her vagina but was feeling it in her buttocks. Patient stated she wanted to feel stimulation in her vagina. Programming considerations were reviewed and patient was walked through p1-p4. Patient either felt stimulation in her buttocks or in h ER femur/stomach areas. Patient reported pain in her buttocks. Patient stated she thought this because her femur was broken. Stimulation/programming considerations were reviewed. Confirm ins status with pp and the therapy was on. A fall was reported that could be related to this issue. No further symptoms or complications reported.

Event description:
Additional information was received from the consumer. The patient reported a loss of therapeutic effect. The patient reported the device was not working and they needed to wear diapers. The patient stated they were going to the bathroom all night. The patient reported they stopped drinking water at 6 pm the night prior to the call and their symptoms had been better. The patient did not have the programmer for adjustments. An email to the field stated that the patient had called because the device was not helping to resolve their symptoms so the patient was redirected to their health care physician (hcp) office to call the national answering service. (Nas). There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient device was stolen started losing bladder control. First then patient had to stay up all night using bedside commode. That is where they are now just learned a new one. The patient has left messages to healthcare provider's office for help reprogramming. The patient need help because they don¿t want to wear diapers anymore but pads because they were very happy then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The circumstances that led to the hospitalization, patient feeling stim in the wrong location, and device not working was that the patient was feeling the unit in her right buttock. Patient reported some things that were illegible "h 30 can ok my vagina". Patient reported how she should change it and was requesting help

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient stated she is still peeing all night and has not received a loaner device from the foundation that sends replacements, patient was redirected to the foundation. There were no further complications reported.

Manufacturer narrative:
Correction to PMA medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.